Event description:
Pt implanted with prodisc-l in late 2009, level l5-s1 was discovered to have the implant subsided on an unk date. Pt was returned to the operating room on (B)(6) 2012, hardware was removed, pt revised to fusion with synfix at l5-s1 and a new pdl at level l4-l5. Surgeon noted he was not able to determine if there was adjacent level disease prior to the original surgery or if it developed after the original pdl was implanted. Surgeon also noted the adjacent levels was most likely already degenerated prior to the original surgery but he can't be certain. This is 2 of 3 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development engineer reviewed the product complaint and indicated based on the information available, the root cause of the subsidence described in this complaint cannot be determined. Potential causes could include poor bone density (osteopenia or osteoporosis), endplate sizing, and endplate morphology and preparation.